Event description:
Event verbatim [preferred term] one of the wraps in one of the boxes was torn, the cells were exposed [device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer reported for himself. A male patient of unknown age started to receive thermacare heatwrap (thermacare lower back & hip) lot number s23231, expiration date jan2020, via an unspecified route of administration from an unspecified date to an unspecified date at unknown dose for an unspecified indication. Medical history and concomitant medications were not reported. The patient purchased 2 boxes of thermacare heat wraps advanced back pain therapy l/xl and stated that one of the wraps in one of the boxes was torn, the cells were exposed. The tear was probably an eighth of an inch long. He wanted to know if he could use it anyway, stated that he thought a large bandaid would cover it up. He used these religiously and wanted to know if there were any coupons available. He purchased these from name withheld and that both boxes were sealed. A sample of the product was available to be returned. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. Follow-up (22jun2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment the event "one of the wraps in one of the boxes was torn, the cells were exposed" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device., comment: the event "one of the wraps in one of the boxes was torn, the cells were exposed" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device.